Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went swimming while connected to the pump, and subsequently, the wake button stopped functioning as intended and the touchscreen became unresponsive. Customer confirmed the pump still turned on when plugged into a power source. Customer's blood glucose level was in the 200 mg/dl range. Reportedly, the customer had insulin pens for continued insulin therapy.